Event description:
It was reported that during the implant attempt the left ventricular lead kept pulling back in the vein during deployment of the lobes producing high capture thresholds. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the lobe mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the lead had blood in the lobes.